Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the system was explanted.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05097, 1627487-2021-17715, 1627487-2021-17717, 1627487-2021-17718. It was reported the patient experienced pain at the implant site. Surgical intervention may take place at a later date.